Manufacturer narrative:
Complete information for patient information, patient identifier: multiple = sid (B)(6), sid (B)(6). An evaluation is in process. A final report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported false positive architect b-hcg results on one patient. The results provided were: on (B)(6) 2019, sid (B)(6) initial = 9000miu/ml (>/=25.00miu/ml = positive)/ new sample, same patient sid (B)(6) = 1.32 / retested = 1.39miu/ml (</=5.00miu/ml = negative); original sample retested = <1.2miu/ml. There was no reported impact to patient management.

Manufacturer narrative:
A review of tickets determined no increase in complaint activity for lot 92049ui00 and there were no trends identified. Return testing was not completed as returns were not available. Accuracy testing was performed using a retained kit of lot 92049ui00 and all specifications were met, indicating the lot is preforming acceptably. A review of the customer data provided confirmed the issue as detailed in the complaint text. No obvious issue was identified with the reaction graphs to determine the cause of the falsely elevated result. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect total b-hcg, lot 92049ui00.